Manufacturer narrative:
Manufacturer narrative: the customer reported that the transmitter's battery overheated. There was no fluid intrusion. The device was in use on a patient; however no patient harm was reported. The customer was provided with an exchanged device and sent the failed device in for evaluation. The batteries required for this investigation were not returned and the battery cover was missing, therefore a full investigation could not be performed. The negative contacts showed deformation of the spring, which per an nkc investigation on a similar incident, is indicative of improper battery insertion. Trend analysis on all complaints will be used to identify any escalation of this complaint type. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the transmitter's battery overheated. There was no physical damage or fluid intrusion. The device was in use on a patient, however no patient harm was reported. The customer would like to send the device in for an exchange. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the transmitter's battery overheated.